Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device info. Analysis of the returned device is in process. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that x-rays indicated that two rods had broken at an unk time post-op. A revision surgery was performed to remove the broken rods.